Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported the reason for re-intervention was regurgitation. The patient presented with doe.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, d1, d4, d6, and h6 per new information received.

Manufacturer narrative:
H10: additional narratives the most likely cause is patient factors.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. H3: product evaluation. Customer report of preserved posterior leaflet grew into the leaflets of the valve was confirmed through observed subvalvular apparatus. X-ray demonstrated wireform intact, heavy calcification was observed on leaflet 1, and moderate calcification on leaflets 2 and 3. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect and 6mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was moderate to heavy at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 6mm at commissure 1, leaflets 1 and 2 by approximately 3mm at commissure 2, and leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect due to host tissue overgrowth. Subvalvular apparatus was observed around commissure 3 and leaflet 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around the valve. Suture threads remained attached to the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model valve was explanted and replaced after an approximate implant duration of 6 years because preserved posterior leaflet grew into the leaflets of the valve. Per product evaluation pannus, calcification, and stenosis were confirmed.